Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the staples did not form properly. A second instrument was applied and add'l tissue was resected. The hosp has reported the pt's status is satisfactory.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.